Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rect2465 showed no other similar product complaint(s) from this lot number. The catheter is being sent to (B)(4) to evaluate whether the securacath may have been a contributing factor; they will then forward it to bard following their investigation.

Event description:
It was reported the PICC was placed in the left upper arm, left basilica vein with 6cm external length. The catheter was secured with securacath. It was stated that the patient was taken to medical imaging for CT scan. PICC red lumen was flushed and blood return obtained. Tubing from the power injector was connected to the PICC. Shortly after contrast administration was started the patient reported leaking on his arm. On inspection, leaking at the site was noted. The patient was returned to his room. PICC was removed and a peripheral IV was placed; patient was then taken back to medical imaging and contrast was given through the peripheral IV to complete the CT scan. Peripheral IV placed; delay in completing CT scan. Patient was receiving parenteral nutrition which had to be stopped until a new PICC could be placed on monday, (B)(6).